Event description:
Admitted for craniotomy for aneurysm repair on (B)(6) 2012. Procedure complicated by failure of the aneurysm clip applier and rupture of the l and r side of the distal internal carotid artery near the bifurcation. The rupture and subsequent repair resulted in >45min ischemia. Pt subsequently had 14 day inpatient stay complicated by need for tracheostomy and peg tube placement. Partial l 3rd nerve palsy and l sided weakness. Discharged to rehab facility on (B)(6) 2012. Readmitted on (B)(6) 2012 for revision of r craniotomy site for inspection for fluid leak, culture of fluid and sterilization of bone flap d/t persistent fluid collection under the scalp interfering with opening of the eye. D/c back to neuro-rehab facility (B)(6) 2012, last seen by neuro-surgeon (B)(6) 2012 (11 weeks post initial procedure) notes state "significantly improved with normal l sided strength, needs gait training (last function for independence). Left 3rd nerve is slowly improving as there is some concentral movement and pupillary function. Peg tube d/ced." Pt continues admit to rehab facility.